Event description:
On (B)(6) 2025, a customer reported to hologic that they received discrepant results for two sample ids (sids) (B)(6) while using the aptima combo 2 assay master lot 917189. On (B)(6) 2025, customer originally ran sid (B)(6) on the panther plus instrument sn (B)(6) on worklist (wl) (B)(4), which resulted in CT positive and gc positive. The same sample was later rerun on the panther plus instrument sn (B)(6) on (B)(6) 2025, on wl (B)(4) and resulted CT negative and gc negative. Likewise, on (B)(6) 2025, customer originally ran sid (B)(6) on wl (B)(4), which produced a dual CT/gc positive result. The same sample was rerun on the panther plus instrument sn (B)(6) on (B)(6) 2025, on wl (B)(4) and produced a dual CT/gc negative result. Per customer lab policy, the sample is retested if there is a dual CT/gc positive result. Customer confirmed the dual CT/gc negative result was reported out. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.

Manufacturer narrative:
Hologic technical support reviewed all customer worklists and noted no indications of hardware, reagent preparation, or contamination issues. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
Follow-up report. See section h11.

Manufacturer narrative:
The event description in the initial report contained an error in the listing of the two affected sample ids (sids) within the first sentence only. The corrected event description is as follows: on july 7, 2025, a customer reported to hologic that they received discrepant results for two sample ids (sids) (B)(6) while using the aptima combo 2 assay master lot 917189. On (B)(6) 2025, customer originally ran sid (B)(6) on the panther plus instrument sn (B)(6) on worklist (wl) 003382-20250602-05, which resulted in CT positive and gc positive. The same sample was later rerun on the panther plus instrument sn (B)(6) on (B)(6) 2025, on wl 010208-20250604-12 and resulted CT negative and gc negative. Likewise, on (B)(6) 2025, customer originally ran sid (B)(6) on wl 003382-20250603-03, which produced a dual CT/gc positive result. The same sample was rerun on the panther plus instrument sn (B)(6) on (B)(6) 2025, on wl 002484-20250605-20 and produced a dual CT/gc negative result. Per customer lab policy, the sample is retested if there is a dual CT/gc positive result. Customer confirmed the dual CT/gc negative result was reported out. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.